Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ins site due to their device being loose in the pocket. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the device was relocated to a higher location to address the issue. Effective therapy was achieved postoperatively.